Manufacturer narrative:
Patient specifics with regard to age and weight were not provided. The nail was removed and the patient was implanted with a straight nail, without incident. The device was not returned and no lot number was provided; therefore, no investigation can be conducted.

Event description:
A representative reported that a patient's precice nail was removed; the nail allegedly broke after approximately four (4) months of implantation.